Manufacturer narrative:
Manufacturer's investigation conclusion: although evaluation of the submitted photos confirmed multiple layers of rescue tape, they could not confirm underlying damage to the silicone jacket. It was reported the patient's driveline was in bad shape. The patient's controller was exchanged and additional log files showed no further driveline fault events. The patient remained ongoing on heartmate ii lvas until they were transplanted on (B)(6) 2019. The heartmate ii lvas IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline damage. Images showed that rescue tape has been added around the perc lead. There has been no issues to the pump because of the damage to the driveline. No further information provided.